Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the proximal clevis pin missing. The pin was not returned with the instrument. The clevis and other components adjacent to the dislodged pin do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the fenestrated bipolar forceps instrument had one of the screws come out. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis team confirmed initial investigation. The proximal clevis pin was missing. It was not returned with the instrument. There was no damage to the proximal clevis that would suggest that the pin was damaged by the user.

Event description:
Refer to h11 for follow-up information.